Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). The catheter was incomplete and returned in segments. Analysis of the catheter revealed no significant anomalies and the catheter passed acceptable testing.

Event description:
The patient had clinical response with escalating dose increases so a catheter issue was suspected. The patient was sedated for a dye study. The patient¿s healthcare provider (hcp) was able to withdraw 2 cc of cerebrospinal fluid (csf). The hcp was unable to inject any dye through the catheter access port (cap) and did not want to force fluid into the cap. They decided to abort the dye study and go to open visualization. They found a piece of scar tissue that started to form around the sutureless pump connector. It ¿acted like a tentacle that grew down inside the pump connector¿. It occluded where the pin connector and sutureless connector go together. The hcp thought that the tentacle acted like a valve so that was why they could pull back csf but could not push fluid through. The catheter was to be sent back for analysis. The medication infused was lioresal. On (B)(4) 2014 information was received from a representative indicating that the pump catheter segment was removed and replaced. It was too early to say that therapy was effective as the patient¿s dose needed to be titrated up. On (B)(4) 2014 information was received from a representative indicating that the possible malfunction was due to scar tissue infiltration.

Event description:
On (B)(6) 2014 information was received from a hcp. The patient is now doing well and is receiving effective therapy.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.